Event description:
It was reported that there was a pus or some ooze coming from the patients implantable pulse generator (ipg) incision area. The physician placed the patient on antibiotics and put a small bandage on it. It was also confirmed that there was no infection.